Event description:
It was reported that a peritoneal dialysis (pd) patient experienced drain issues during treatment. The patient remained asymptomatic. Fill 1: 2496 drain 1:2623; fill 2: 2496 drain 2: 2011; fill 3: 2503 drain 3: 3216; fill 4: 2596 drain 4: 2146; fill 5: 2496. The patient reported that after drain 2 he drained 3,100 manually for a total of 5,111 drained. This is more than 200% the prescribed volume of 2,500 and therefore resulted in a reportable device malfunction. According to follow up with the patient's pd nurse, the patient was fine after he drained, with no complications and no medical intervention required. He has since returned and replaced the cycler and has had no similar events.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed.